Event description:
It was reported that at the implant procedure, the helix on the lead would not advance on the table prior to being implanted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, the lead helix was pulled/stretched due to overstress. Visual analysis noted that the lead was damaged at implant and that the lead was returned with the helix stretched. However, the helix was able to be extended and retracted within specification.